Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes; returned to manufacturer on: 10/31/2019. Device returned to manufacturer? Yes. Device evaluation: the sample, only the pcb00 preloaded device in its original package was received at the manufacturing site. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge and to the preloaded device. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. Even though, the debris/particle was not returned, the preloaded device system was evaluated by sme (subject matter expert) to determine the source of the white particles. The preloaded device was disassembled to evaluate upper and lower body and plunger-nut-pushrod assembly under microscope. During the verification of the bodies and plunger-nut-pushrod assembly, no flash or parting line that exceed specification was identified, however, a small white particle was identified over the plunger thread. Plunger-nut fitting assembly was evaluated and identified as a tight fitting with no freely rotation observed. These three components were evaluated when disassembled and a small excess of plastic was observed in the internal thread of the nut that may alter the freely rotation of nut-plunger assembly. Nut cavity was identified as from cavity 2 mold al-25. Based on the evaluation performed, plunger is composed of abs, therefore during the manufacturing process there is exposure to abs materials. Based on the stated above, the manufacturing process have controls to identify and discard units with ¿debris/particulates¿. Even though the debris/particle was not returned it is possible that the white particle could be origin from the plunger-nut fitting assembly. However, since the debris/particle was not returned; the source of the particle cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. There was no deviation and/or discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint system revealed no additional investigation requests for this production order number. Conclusion: since the debris/particle was not returned; the source of the particle cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: unknown as it was not provided. If explanted; give date: not applicable / lens remains implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon inserting the intraocular lens (iol), model pcb00 18.5 diopter into the eye, the surgeon observed and voiced that something in the form of white particles had come out of the introducer with the lens. The white particles were easily removed during surgical irrigation and aspiration. The patient outcome was reported to be good, and the lens remains implanted. There was no delay in surgery reported and no surgical interventions such as vitrectomy, incision enlargement or sutures were required. No additional information was reported.